Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was needed to replace a screw that was backing out of a resonate plate post-operatively.